Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803 the device was evaluated and found to be within specification.

Event description:
While the customer was using a g136 scaler, they allege that they have no water.. No injury was reported from the alleged event.

Manufacturer narrative:
There are no water issues with unit, perhaps customer has clogged insert or if customer has multiple steri-mates one may be defective. Customer may also have water source issue, office will have to inspect inserts/steri-mates/water source for issues as unit operates flawlessly, water flow range is well within specifications. Replaced missing foot control batteries, verified calibration and tested all functions.